Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of 1 month and 13 days due to unknown reasons. Avr was completed with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (B)(4). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation).

Event description:
It was learned through implant patient registry and medical record that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of 1 month and 13 days due to aortic valve dehiscence and severe pvl. The patient presented in heart failure. Avr was completed with a 25mm 11500a aortic valve. Per medical records, patient presented with aortic valve dehiscence with severe paravalvular regurgitation. The patient presented in acute hfpef. Intraoperatively, aortic valve was noted to be dehisced over large portion of left coronary annulus. Remaining sutures were cute and removed. Annulus appeared inflamed but there was no frank purulence. The annulus was sized to a 25mm 11500a valve which was seated. Surgeon went on to replace ascending aorta and root. Tee demonstrated no pvl and good leaflet opening. Patient was placed on ECMO and was transferred to ICU in critical condition. Per pathology, received a with pink, tan to yellow bioprosthetic aortic valve (3 x 2.5 x 2 cm). Residual sutures were grossly identified. No tissue was grossly identified.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). The complaint is confirmed through medical records. There is no confirmed design or manufacturing defect. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pra/CAPA/scar not required. Per the description of event, "it was learned through implant patient registry and medical record that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of 1 month and 13 days due to aortic valve dehiscence and severe pvl. The patient presented in heart failure. Avr was completed with a 25mm 11500a aortic valve." A device history record (DHR) review was performed, and no relevant non-conformances were identified. Device dehiscence or suture tear-out may occur either early or late. When it occurs early, it is typically due to inadequate device implantation combined with friable myocardial tissue. Procedural factors, including suturing issues, may also result in dehiscence of the valve. In this case, the device was exchanged and/or repaired using standard surgical techniques, and no harm resulted. When dehiscence occurs late, it may be related to anatomical factors, including irregular patient anatomy, which may lead to and increased stress on the surrounding tissue over time, resulting in dehiscence. The reported patient condition hypertension (htn) can cause chronic stress on the heart muscle as it works harder to pump blood throughout the body. Additionally, smoking is associated with a higher risk of delayed healing. Which may have contributed to the reported event. Based on the information available, the most likely root cause is patient factors. An edwards defect has not been confirmed.